Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The length of the membranous septum was 5.5mm. The patient had a history of first-degree heart block. The patient's annular dimensions were measured under the following: diameter at 21.6mm, perimeter at 68.3mm, and left ventricular outflow tract (lvot) at 21.4mm. Pre-dilation was performed with a 20mm non-abbott balloon. The patient's aortic valve angle was 46 degrees. The starting implant depth at 80% was 4mm from the non-coronary cusp (ncc). The depth was also 4mm from the ncc prior to release. During implant the third retainer tab had a delayed release. After the third retainer tab released, the valve was snared out of the aortic valve position towards the aorta. A second 25mm navitor transcatheter aortic valve was implanted valve-in-valve at 5-6mm from the ncc. The patient experienced a drop in blood pressure during the procedure. On the same day the patient went into heart block and a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring due to experiencing weakness and fatigue. The patient was discharged on (B)(6) 2024. The patient status was stable.

Manufacturer narrative:
An event for the patient effects of heart block and fatigue was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported heart block could not be determined. The reported fatigue is a cascading effect of heart block. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.